Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The blade was shipped back to the customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, there was no image on the display. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.